Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced muscle twitching during impedance and pacing diagnostic testing. All other pacing and sensing functions are appropriate. No invasive procedure is planned. ICD and lead implanted: 06/19/95 (implanted 14 months)